Event description:
It was reported that a 65-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered a cerebrovascular accident, st elevations, air embolism and prolonged hospitalization. At the end of an afib case, a stroke was detected. Towards the end of the procedure, when waking up the patient, they noticed that one of the pupils were fixated and non-responsive. They also noticed some ventricular arrythmias and some st elevation so a code st elevation myocardial infarction (stemi) was called to make sure there was no occlusion or myocardial infarction. The patient was sent for a CT-scan which confirmed there were no clots found. The patient was reported to be in stable condition. The physician was able to confirm that the patient suffered a stroke and believes it was most likely due to an air embolism. The adverse event occurred during the use of biosense webster products. Per discussions with the physician, the adverse event most likely occurred during the withdrawal of a medtronic cryoballoon. During the procedure, a saline bag had emptied fully and may have resulted in some air being introduced into the body. Towards the end of the procedure noticeable st elevations were observed on precordial leads v4-v6. The interventional cardiologist ruled out mi and believed the st elevations were most likely caused from an air embolism. The patient remained stable and had observable pupil dilation through the end of the code stemi. Per the anesthesia team, one pupil remained fixated right before moving the patient to a transport bed. The patient¿s condition did improve but still required extended hospitalization. CT had confirmed a stroke did occur. The patient¿s vitals were normal as of the latest update. The patient had a history of atrial fibrillation requiring anticoagulation with a recommendation for pulmonary vein isolation therapy. The generator used in the case was a stockert smartablate. There was no evidence of char during the procedure. There was also no evidence of blood thrombus / clot during the procedure. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. The adverse event most likely occurred during the withdrawal of a medtronic cryoballoon. During the procedure, a saline bag had emptied fully and may have resulted in some air being introduced into the body. The sheath that was being used was at the time of the event was a medtronic flexcath sheath (typically used with the mdt cryoballoon catheter). The saline bag that had emptied with possible introduction into the body was not a bwi device. The sheath was being used with the cryo balloon catheter during the first part of the procedure. The saline bag that was emptied was not used in conjunction with the stsf catheter; I am unsure if it was used for flexcath sheath/cryaballoon or another sheath in the body. The flexcath sheath was used during the rf portion of the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 22-aug-2022, bwi received additional information regarding the event. The adverse event most likely occurred during the withdrawal of a medtronic cryoballoon. During the procedure, a saline bag had emptied fully and may have resulted in some air being introduced into the body. The sheath in question was a flexcath sheath and not a bwi product. The pump that had emptied fully was not a bwi device. The sheath and pump was not being used with the stsf. It is likely that the sheath that was emptied was used with the flexcath sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).